Manufacturer narrative:
(B)(4). Batch # m92y0g. The analysis results found that the device was received with the tissue pad detached returned and with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: is the detached tissue pad being returned with the device? No information. Or, was the detached tissue pad discarded? No information.

Event description:
It was reported that during an excision procedure for splenic cyst, a nurse noticed that the tissue pad was detached off. When the detached tissue pad was looked for inside the abdominal cavity, it was found out. The detached tissue pad was retrieved from the patient with a forceps. The shape of retrieved tissue pad was the same as the missing shape. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.